Event description:
Consumer tried to remove tampon and only part of the tampon came out with the string. Consumer was able to remove the rest of the tampon on her own and did not seek medical assistance.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for eval.